Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported patient was having issues with their programs. Caller stated 2 of the patient's programs were not working right and the patient couldn't feel the stimulation. During the call agent walked caller through adjusting the stimulation on group a. Caller noted the first program was at 3.4 and all of a sudden they could turn it up to 10 and they weren't feeling anything. Caller increased the stimulation to 10.2 and patient noted they used to be on 3.2. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They did not need a physician. They met with a manufacturer representative (rep) who adjusted the strength of the programs. The issue was resolved.